Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2021. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. In addition, a sensor failure due to low counts aberration was found in connection to the reported allegation. No injury or medical intervention was reported.